Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Cause of death provided as cardiogenic shock.

Event description:
An endeavor drug eluting stent was implanted during the index procedure in the lad. Approximately 16 months post index procedure, patient suffered cardiac sudden death. Investigator reported the event is probably related to the study device.

Event description:
Additional causes of death reported as acute pulmonary edema and obstructive coronary insufficiency.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). (B)(4).